Event description:
International affiliate reports that the knob on the air flo vest¿s posterior locking mechanism was broken when the patient¿s body position was changed on the bed. The knob was replaced with the other one which had been used before for the other patient and the device could then be locked. There was no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification noted that the posterior locking knob broke at the threaded portion of the shank. No other anomalies were identified during evaluation. A review of the device history record for the bremer airflo vest short-intl found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the bremer airflo vest family was conducted because of a similar hardware design and functionality. It was noted that there were no observed related complaints for issues of this nature. In this complaint there was no harm to the patient nor could harm be expected if the fault were to recur. Review of complaints found no significant trends. The root cause of the posterior locking knob becoming broken cannot positively be determined. However, it should be noted that user is to ensure that the knob is fully tightened to prevent higher than anticipated moments from being placed on the shank, should the knob be subjected to lateral forces similar to those applied when a patient shifts in a bed. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.